Event description:
After successful implant of a 23mm sapien 3 ultra resilia valve and removal of the ew devices, the second perclose failed. Multiple attempts were made to perclose the vessel without success. The patient's anatomy was very deep and blood loss became a concern. A vascular surgeon was needed to obtain hemostasis and repair the vessel wall. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).